Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to fully inflate the device. Upon revision, a fluid loss was identified; therefore, the ipp was removed and replaced. No patient complications were reported.